Event description:
They were treating a patient with early signs of dementia. They kept increasing intensity and patient received a burn. They were using interferential not sure what ch or what level of intensity. Received burn to back. They are returning leads and pads.

Manufacturer narrative:
Awaiting return of unit.